Event description:
It was reported that during a laparoscopic low anterior resection procedure the surgeon used the device for creating rectal stump. When applied and firing the trigger everything was normal but when opening the jaw to take the instrument off. We found that the stapler doesn't work, have only a few malformation staplers in the tissue and bleeding occurred suddenly. The surgeon had to convert to open operation immediately.

Manufacturer narrative:
(B)(4). Additional followup: "use green cartridge. Stapler malformation. Completely firing but when open the jaw, we found that the stapler doesn't work. In the transect line doesn't have stapler line so the surgeon decide to change the operation to open procedure. Patient outcome is ok." The analysis found that one pse60a device was returned in good visual condition and with one cartridge loaded. The reload was received fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was noted. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.